Event description:
It was reported that during the implant procedure, the right ventricular lead¿s helix was extended several times and had high impedance on the last position. A fracture was suspected. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The helix of the lead was extrinsically bent and visual analysis noted the lead was damaged at implant. (B)(4).